Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating while connected to a power source. Subsequently, the battery fully depleted and the pump shut off. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 175mg/dl. Reportedly the customer continued to use the pump for insulin therapy.